Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A doctor reported that during a cataract extraction and intraocular lens (iol) implant procedure, and after successful cortex removal, the doctor visualized a posterior tear after implantation and then, noticed the haptic going into vitreous. At that point, he widened the incision, explanted the toric lens, and implanted a three piece lens in the sulcus, and prolapsed it into the capsulorhexis opening. Vitreous was present in the anterior chamber, but the doctor didn't perform an anterior vitrectomy. Additional information was provided that in the physician's opinion, it is unknown what caused or contributed to the event; the performance of the device did not cause or contribute to a serious patient injury. The current status of the patient is unknown. There are two medical device reports associated with this event the first report was filed under MFR. Report # 2028159-2017-02162.